Event description:
The customer reported that they noticed when changing batteries that the "analyzer would heat up" and that the "batteries were warm to the touch". There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the device was recently returned and the investigation is still ongoing. It is known that improper insertion of batteries in any device may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.